Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a hyperform balloon that was leaking. It was reported that during use of the 4x7 hyperform balloon, it remained leaking and dried after the inflation test. The doctor removed it, passed the x-pedion-10 wire guide again, but the balloon continued deflating and leaking when inflated with a 3ml syringe. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2021-08-05. It was reported that the balloon leak was observed during the preparation. The device was not used during the procedure, it was replaced. The balloon was prepared as indicated in the instructions for use.

Manufacturer narrative:
H3: the hyperform occlusion balloon catheter and x-pedion-10 guidewire were returned for analysis. The guidewire was returned outside the hyperform occlusion balloon catheter. No damages were found with the hyperform occlusion balloon catheter hub. No bends or kinks were found with the hyperform occlusion balloon catheter body. No damages were found with the balloon or distal tip. No bends or kinks were found with the guidewire pusher. A dried residue (possibly dried saline/contrast) was found on the guidewire distal coiled segment. No other anomalies were observed. The hyperform occlusion balloon catheter was flushed, water exited from the distal tip. The guidewire was hydrated and inserted into the occlusion balloon catheter hub and through the distal tip, without issue, to test for balloon inflation. An unsuccessful attempt was made to inflate the balloon as it was found to be leaking distal to the distal marker band. Upon microscopic inspection, a defect (tear) in the chronoprene tubing was found at the location of the leak. Based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during set up¿ and leak were confirmed. It is likely the damage to the balloon contributed to the event. Over-inflation of the balloon can cause the balloon to become damaged. However, the root cause for the damage could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.